Manufacturer narrative:
(B)(4). The device was returned to atricure for evaluation. During examination, the magnet dislodgement portion of the complaint was confirmed.

Event description:
Atricure's sales rep reported that during a robotic fusion 150 heart ablation case, the magnet in the distal end of the magnetic introducer, dislodged and had to be retrieved. The dislodgement occurred immediately following the initial dissection around the heart, as the magnetic introducer was inserted into the chest and picked up by the robotic grasper. After the magnet was retrieved, another magnetic introducer was used to successfully position the fusion 150 device around the heart with no issues. There was no harm to the patient as a result of the dislodgement, and the patient was heparinized to an act 350. Unrelated to the magnet dislodgement, after the ablation, the patient crashed on pump and then ECMO (extracorporeal membrane oxygenation) they found a blockage of the circumflex artery that wasn't there prior to the procedure. The artery was stented and further ablations aborted. The surgeon believes that the circumflex artery may have been accidently burned during the ablation with the fusion 150 device, causing the blockage.